Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary (B) (4) when add'l reportable info becomes available. (B) (4). (B) (4).

Event description:
Adverse event: pc tear. Malfunction: system has more aspiration than before. A surgeon reports a posterior capsule tear occurred during irrigation and aspiration - capsule polishing. The surgeon indicated he felt that after the new software version was installed, the system has more aspiration. The surgeon did not indicate how the procedure was completed. Add'l info has been requested.